Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range impedance measurements. The lead remained implanted. No adverse patient effects were reported.additional information was received that another alert for out of range impedance measurements were noted. The patient was brought into the clinic and the in office impedance measurements were within normal limits. The clinic elected to monitor the lead at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.